Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. Okb tetest the standby current of returned meter, the result was 1.0¿a. The criteria is <55¿a. Pass. Meter setting, audio and all buttons function are ok. We tested the suspected meter with in house control solution and in house strips (strip lot number:d160526-1). The control solution tests for level low were 64/60 mg/dl, for level high were 248/243 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass. Because patient did not return his strips, we tested the retain strips (same as patient's report batch: d160819-1) from our warehouse, and tested it with his returned meter and in house control solution. The control solution tests for level low were 67/63 mg/dl; for level high were 263/258 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass.

Event description:
This is a supplemental report to initial report 3005862821-2017-00107 to submit investigation results from the manufacturer for the suspect devices. Devices were returned from prodigy diabetes care on oct. 24,2017 and an investigation results of the suspect devices were completed by ok biotech.

Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to pdc on 11/17/2015. The strip lot # d160819-1 was manufactured on 08/19/2016 and expired in 08/2018. Ok biotech received no complaints from same manufacturing batch of strips . Ok biotech tested the retain strips of lot# d160819-1 with our in house meter and control solution. The control solution tests for level low were 67/69 mg/dl; for level high were 254/258 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass. We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 9:30 am after the end user received inconsistent lo readings from his prodigy diabetes meter. The end user was feeling fatigued accompanied with a blood glucose reading of lo. The paramedics were called and upon arrival they performed a blood glucose test with their meter and the result was 15mg/dl. The end user received a treatment to assist in raising his blood glucose but he was not able to recall exactly what was given and nor was he transported to the ER. No additional details were provided in regards to this medical event.